Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: device history record (DHR): the DHR shows no abnormalities related to the reported issue. Failure analysis - the xenon lightsource was received in used condition. Evaluation could not duplicate the reported overheating problem. The right side heated up as normal due to the lamp on that side. Fans were working properly and blowing the heat out. It was suggested to ensure that the sides and back of the xenon lightsource are well ventilated during use. Evaluation and function tests were performed and unit passed all tests and 2-hour burn-in test. Root cause analysis - the reported complaint could not be confirmed. The issue of this xenon lightsource unit overheating could be due to suboptimal placement of the unit. If the sides and back of the unit do not have proper ventilation the unit could exhibit signs of overheating.

Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) was overheating. It is unknown under what circumstance this event occurred; however, no patient injury or surgical delay has been reported.